Event description:
It was reported that 1432 days post promus stent implant, the subject was diagnosed with end-stage cardiomyopathy. On (B)(6) 2013, 1442 days post procedure, the subject died and the cause of death was noted as end-stage cardiomyopathy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Death is listed in the promus everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The promus stent referenced has previously been reported under separate medwatch report #2024168-2012-04162.